Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is one of two for the same patient in the same week.

Event description:
It was reported by peritoneal dialysis patient that the cycler alarmed with air detected in the cassette during dwell 7. The treatment was cancelled. Patient noticed fluid leaked on the floor below the liberty cart. The patent¿s peritoneal dialysis registered nurse (pdrn) later confirmed that the patent¿s effluent was clear and the leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Patient performed continuous ambulatory peritoneal dialysis on the day of the event. Patient was performing continuous cycling peritoneal dialysis after that. The set was discarded.